Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance of a clearlink continu-flo solution set in which a leak occurred from the clearlink luer activated device on the second y-site. According to the report, the leak occurred from the gland on the clearlink during patient therapy. The medication being administered was the chemotherapy medication, vendanuspine. The reporter indicated that the patient got up to use the bathroom and noticed a puddle of medication on the floor. The nurse observed a very slow leak coming from the gland on the y-site and indicated it was a slow drop size leak. The clearlink was not previously accessed. The medication did not come in contact with the patient or the nurse. The set was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention in association with this event. No additional information is available.